Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the lead, the helix got stuck three times and the physician suspected a lead issue. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the helix was able to be extended and retracted with no issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.